Event description:
It was reported that an eri = yes flag was observed during diagnostic testing. The test results were 7/limit/high/yes. The high lead impedance is reported on MDR 1644487-2010-02015. The pt's device was programmed off and the pt will not undergo revision surgery at this time. A battery life calculation was performed using the pt's programming history available in the in-house database and it was found that there were several years remaining until eri = yes. This MDR is being submitted to capture the premature end of service. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.